Event description:
Pt with history of paraplegia with spasticity. On (B)(6) 2011, pt underwent replacement of an indwelling intrathecal baclofen pump at another area hospital and was discharged home the same day. By the evening of the (B)(6), patient developed recurrence of spasticity and a sensation of bugs crawling across his skin. On (B)(6) 2011, pt returned to -area hospital- ed for eval. Later that day, an attempt was made to reprogram the pump and was unsuccessful. After that, and with the pt having continued spasticity, and need for further eval, the decision was made to transfer the pt to (B)(6) hospital center. On (B)(6) 2011, pt underwent revision of indwelling intrathecal baclofen pump. During the operative procedure, it was noted that there was a mismatch between the pump's calculated volume and the true volume. Due to the apparent error within the pump's internal calculations, and consideration of the possibility of a malfunctioning pump, it was decided to proceed with replacement of the pump for the pt.